Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). The remaining battery life six months ago was seven and a half years; however, it has now decreased to five years. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended, and the replacement interval was provided. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device will not be returned to boston scientific for analysis.

Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). The remaining battery life six months ago was seven and a half years, however, it has now decreased to five years. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Device replacement was recommended and the replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.